Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported that the screen had gone blank. The customer attempted changing the battery, but it did not resolve the issue. The customer went waterskiing with the insulin pump. It was stated that the customer removed the battery cap and water came out of the compartment. It was also stated that they found cracks on the back of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.